Manufacturer narrative:
This report is submitted on 08 oct 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of electrode lead through the incision. There are no plans to reimplant the patient with a new device as of the date of this report.